Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. D4 (expiration date) h3 other text : device discarded; single-use device.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. Per the consumer, she accidentally added the reagent solution on swab and then swabbed her nostrils. The consumer confirmed that they had no effects from the reagent and was feeling fine.

Manufacturer narrative:
The consumer was advised to flush her nostril with water and seek medical attention if any burning or itching occurred. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2023. Per the consumer, she accidentally added the reagent solution on swab and then swabbed her nostrils. The consumer confirmed that they had no effects from the reagent and was feeling fine.